Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the fiber bonding damage in the outer tube area (distal end) was traced to component failure. The most probable cause of the foreign material in the llk (laser light cable) plug of the video cable section was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the rigid video laparoscope had foreign material in the llk (laser light cable) plug of the video cable section and the fiber bonding in the outer tube area (distal end) was damaged. There was no patient involvement.